Event description:
A dentist reported that a pt received a burn on the inside of their cheek during the use of a 25lha handpiece. It was reported that the burn resulted in a blister. The pt was administered antibiotics (route and dose unknown) and an unknown ointment was applied to the burn. It was reported that the pt was recovered.